Manufacturer narrative:
(B)(4). The UDI number unavailable as complainant did not provide the accurate lot number. No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review was performed and no reworks, or other issues related to this lot were identified, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 63-year-old, male patient, 118kgs., 195cm, 31.03 bmi, presented in the or for a tavr procedure. Access was gained utilizing ultrasound guidance with a micropuncture kit. The right common femoral arteriotomy was 9.5mm, with a measured deployment depth of 6.5cm. No issues were encountered advancing or withdrawing the expandable procedural sheath. Prior to closure, activated clotting time (act) was 195, protamine and heparin were administered. An 18f manta was deployed to the measured depth, no further adjunctive sources were required to achieve hemostasis. Time to hemostasis was thirty-seven seconds. A check by post-deployment angiography confirmed the manta was positioned correctly, and a 1cm pseudoaneurysm was present on the access site. Manual pressure was applied, and balloon angioplasty was applied for two long inflations. The pseudoaneurysm decreased in size and vascular consult confirmed a stent placement was needed. The patient did not experience any harm, injury, or health consequence from this event and outcome post-procedure was fine and discharged post-op day 1. A deter mination for the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, and no angiograms or device were returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position as seen on the post-deployment angiography. The manta instructions for use precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacture, documentation or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported "small pseudoaneurysm on site of access. Arteriotomy closed with manta device achieving hemostasis. Angio confirmed pseudoaneurysm. Manual compression done, balloon angioplasty 2 long inflations, pseudoaneurysm smaller, vascular consult confirmed stent needed." The procedure was completed using the same device. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The UDI number unavailable as complainant did not provide the accurate lot number.

Event description:
It was reported "small pseudoaneurysm on site of access. Arteriotomy closed with manta device achieving hemostasis. Angio confirmed pseudoaneurysm. Manual compression done, balloon angioplasty 2 long inflations, pseudoaneurysm smaller, vascular consult confirmed stent needed." The procedure was completed using the same device. The patient's current condition is reported as "fine".